Event description:
Customer reported the sys displays an error code when starting up the sys. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reseated connectors and performed an image sys calibration. Sys operates as intended.